Event description:
It was reported that the fiber broke in 2 pieces despite no tension. A new fiber was used because the first one was not long enough to continue the procedure. The procedure was completed using the second fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber broke in 2 pieces despite no tension. A new fiber was used because the first one was not long enough to continue the procedure. The procedure was completed using the second fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.